Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open orthopedic procedure, when the surgeon was performing a regular suture the three devices had an unknown issue. The patient's outcome was asked and was unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. There is no evidence that the sutures were spit due to outside factors rather than natural processes. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.